Manufacturer narrative:
The device, intended for treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which could have contributed to the tip of the wand coming off includes: (1) worn electrodes from excessive or vigorous use against porous / bony surfaces, (2) contact with another metal object such as a cannula, or (3) attempts to mechanically displace tissue using the tip of the wand. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6) .

Event description:
It was reported that the tip of the wand came off during arthroscopic hip surgery. The broken piece was retrieved from the surgical site using a shaver with suction. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.